Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported material rupture. There is no indication of a product quality issue with respect to manufacture, design or labeling. The traveler device is currently not commercially available in the us; however it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the left anterior descending coronary artery that was moderately calcified and 90% stenosed. The nc traveler balloon ruptured during the first inflation at 6 atmospheres. There was no reported adverse patient effect or a clinically significant delay in the procedure. The procedure was continued with a non-abbott balloon dilatation catheter. No additional information was provided.